Manufacturer narrative:
The 2.5 mm diameter locking screws (1405-101x) are provided to the customer within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit (sk12) that the product is distributed within. The device was not returned to the manufacturer for evaluation. The device history records for all screws intended to be implanted were reviewed (1405-1012 and 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. It was reported that one (1) screw was removed in a revision surgery on (B)(6) 2019 due to it backing out and pain. All remaining hardware was left implanted in the patient. Although a number of factors could have contributed to the backed out screw, the most likely cause cannot be determined due to the device not being returned. However, it is possible the screw was not completely locked into the plate. Not fully seating screws during insertion can result in them loosening over time and eventually backing out. The surgical technique includes the following statement regarding the proper method for inserting screws into a plate: "advance the screw into the plate to the point where locking threads under the head of the screw engage into the receiving threads in the plate. Continue advancing the screw into the bone until a firm stop is achieved signifying the complete lock of the screw head into the plate. When properly installed, the head of the screw should sit flush with the top surface of the plate." The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an original bunion surgery was completed, one (1) screw was removed in a revision surgery on (B)(6) 2019 due to it backing out and pain. All other tmc hardware remains implanted in the patient.